Event description:
Through journal article "MRI-conditional tissue expanders (MRI-cte) in breast reconstruction: clinical outcomes and radiation therapy implications¿, complications were reported in 456 patients implanted with 706 traditional tissue expanders (ttes). Healthcare professional reported the following adverse events: "hematoma" (8 devices), "seroma" (45), "infection/cellulitis" (44), "malposition/rotation" (26), "mastectomy skin flap necrosis" (50), "mastectomy skin flap necrosis requiring revision" (22), and "te exposure" (4). Devices have been explanted. Affected sides are unknown.

Manufacturer narrative:
Article citation: clemens, m. W., mitchell, m. P., christensen, j. M., olenczak, j. B., shay, p. L., hanwright, p., ha, a. Y., kapur, s., melancon, a., & shuck, j. W. (2025). MRI-conditional tissue expanders in breast reconstruction: clinical outcomes and radiation therapy implications. Plastic and reconstructive surgery, 10.1097/prs.0000000000012029. Advance online publication. The events of "exposure", "necrosis", "seroma", "infection (unknown onset)", and "cellulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma"; "te exposure to expander"; "infection"; "cellulitis"; "skin flap necrosis".